Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous de novo left anterior descending artery. The lesion was pre-dilatated with two unspecified balloons a 3.0x8mm and 3.0x12mm at 12 atmospheres. A 3.0x38mm xience xpedition was deployed however, when removing the stent delivery system a check shot revealed a dissection at the distal end. The dissection was covered with 3.0x8mm unspecified stent. Timi iii flow without any residual stenosis was noted. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.